Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 1/21/2016: litigation recieved. Litigation also alleges discomfort and decreased mobility. There is no new information that would change the existing invesigation.this complaint was updated on: 1/28/2016.

Event description:
Update rec¿d 04/1/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address pain and elevated cobalt and chromium levels. At this time the patient's stem is being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report received. Patient was revised to address metalosis.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 5/17/16- (B)(4) pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Pfs reported extreme pain, disfigurement from resultant surgeries, and permanent damage to my hip area due to the device and required interventional care, partial or complete loss of mobility, loss of range of motion, and mental anguish. Revision surgical report noted significant metallosis and scar tissue removal. Pathology report noted synovial necrosis and inflammation. Part/lot updated for stem. The complaint was updated on: jun 10, 2016.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.